Event description:
It was reported that the patient passed away due to heart failure.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome could not be conclusively established through this evaluation. Per additional information, the patient needed right sided support and protek duo was placed. The patient was unable to be weaned off of support and needed increasing pressor support. The patient went into severe right-sided failure and the family decided to put the patient in hospice and remove all support. The death was not considered to be device-related as it reportedly operated as expected. It was reported that heartmate 3 lvas, serial number (B)(6), was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this document lists adverse events, including right heart failure and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 "patient care and management" (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. Section 6 (under caution!) States: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump." No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the patient needed right sided support and protek duo was placed. The patient was unable to be weaned off of support and needed increasing pressor support. The patient went into sever right sided failure and the family decided to put the patient in hospice and remove all support. The death was not considered to be device related and the device operated as expected.